Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: scoliosis. It was reported that during surgery, the driver broke during hardware removal. The driver came in contact with the patient. No fragments were remaining in the patient. No patient complications were reported as the result of this event.

Manufacturer narrative:
Product analysis: visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload. Dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.